Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that one lead was explanted and a new lead was implanted. However it is unknown which serial number of the lead was explanted therefore both leads are being reported. Patient denies any traumas or falls. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report: 3006705815-2020-00378. It was reported that patient experienced ineffective stimulation due to high impedance issue observed. As a result, the stimulation therapy was turned off. A surgical intervention is anticipated in the near future to resolve the issue. No further information is available at this time.